Event description:
It was reported to philips that the device would not read or calibrate the co2 function. The customer requested that the device be returned for bench repair. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.